Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient was experiencing a poor communication symbol on their patient programmer. They had freshly changed out the aaa alkaline batteries, and confirmed there was no corrosion in the battery compartment. They realized their patient programmer would not connect to their ins on (B)(6) 2022. Ins battery longevity was reviewed. The patient attempted communicating with their ins via their antenna, and their programmer directly, and saw the same poor communication symbol. They were redirected to their healthcare provider to further address the issue and to confirm if the ins battery was depleted or not. There were no patient symptoms nor further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.